Manufacturer narrative:
Final analysis found the reported low pacing lead impedance and noise was confirmed in the laboratory. The device was tested on the bench and contract between the atrial tip feedthrough wire and rf antenna were noted. This cause of the field event was due to the anomalous connection issue.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the operating room for normal device implant. During the procedure low, out of range, pacing lead impedance measurements and loss of capture were observed when the atrial lead was plugged in and the device placed in the pocket. It was noted that the device exhibited normal impedance and threshold values out of the pocket. Device was explanted and replaced.